Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level was over 500mg/dl. The customer was treated with manual injections and IV. The customer's levels had also been as low as 39mg/dl. The mother declined to troubleshoot at this time.